Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. On the same day, the patient was hospitalized for the peritonitis event and began treatment with cefazolin (route, dose and frequency not reported) and intraperitoneal fortum (one gram every day) for peritonitis. Three days later, cefazolin and fortum therapies were discontinued. On the same day, the patient began treatment with tienam (one gram every day, route not reported) and intraperitoneal amikacin (125 milligrams every day) for peritonitis. Twenty five days after admission to the hospital, antibiotic therapy was complete; the patient was discharged from the hospital and was recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.